Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 3/11/15. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there is no visible damage to the keypad. The contrast, up, & down buttons have an intermittent response. The ok button responds properly. Removed the keypad and found contamination under all of the button contacts. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Returned battery cap used during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up, down, ok button) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.